Event description:
Event was submitted by call report. It was reported by the clinician that there was a pt (pt) in the operating room and pump was placed on internal while pt was on bypass. Pt now off bypass and there is an ECG but no arterial pressure waveform. Clinical on call asked if they were able to flush intra-aortic balloon (iab). She said it is difficult to get to due to drapes. Clinical on call informed clinical that it was necessary to check if central lumen is clotted. She attempted to flush while clinical on call was on phone and stated she couldn't , but now know central lumen may be clotted; phone got disconnected at that time. Call was returned about 15 minutes later to check status and leave a direct phone number. Clinician reported while attempting to flush male part of the luer lock connection, it broke off at end of catheter. They are in the process of changing the iab now. Clinical on call requested they save iab so it may be examined. No further info is available.